Event description:
When pump channel was opened, tubing in bottom half of channel split from top part of tubing to rituxan. Rituxan was free flowing from remaining tubing above channel and onto the floor. Unable to clamp tubing with clamp on the tubing in channel so channel was closed to prevent further spill. No rituxan got onto patient. Spill kit was used to clean spill.